Event description:
The lay user/pt contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
Baxter received a report of high ultrafiltration on a tina system 1000 hemodialysis machine (machine #5) from a nurse at the facility. The event occurred a day prior. It was reported that the machine was programmed with an ultrafiltration of 2.7 for 4 hours but the machine did an ultrafiltration of 4.2 in 3 hours. The patient experienced cramps after 1.5 hours of being connected and lost 1600 milliliters. Additional/corrected information was received and is listed below: a fluid balance sheet was used to calculate the amount of fluid required with the rennir software. During the second hour of dialysis, the patient presented with severe muscular cramps, so the ultrafiltration was stopped, and the patient was weighed. The dialysis was restarted and the patient received 1.8 liters of normal saline fluid intravenously. The initial amount of fluid removal programmed for the treatment was 0.7 kilograms per hour. The fluid removal rate displayed was 0.7 kilograms per hour. The dialyzer used was a zenium xph 130. The transmembrane pressure (tmp), arterial and venous pressures were not available because with the new recording software system, that data is not registered. The machine display showed 2.06 kilograms removed. The patient did not take any fluid or food by mouth and did not have any vomiting. The scale used was an electronic scale that was not removed. The treatment was terminated at the end of the second hour when the patient was weighed, and then restarted after the intravenous fluid administration.

Event description:
The customer stated a false negative architect (B)(6) qualitative result was generated for one patient with (B)(6). The initial (B)(6) result was 0.60 s/co. The sample was repeated after centrifugation, again generating a negative result of 0.56 s/co. The same sample tested (B)(6) positive and (B)(6) positive. There was no impact to patient management.

Manufacturer narrative:
Device evaluation: the device was evaluated by baxter technical service at customer site, reported issue was confirmed and flow equalizer chamber was assigned as root cause of this issue. Chamber was broken and it allowed a fluid leak. Chamber was replaced and machine was repaired. All test passed successfully.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Malfunction is now checked.